Event description:
It was reported by the customer that the device had an illuminated service indicator. There were no reports of pt use associated with this event. Upon eval, a physio-control field service rep observed that the device would not charge correctly.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and confirmed that the device would not charge correctly. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported failure was not verified, nor duplicated. Numerous charge and discharge cycles were performed at all energy levels with no observed failures. There was no physical damage to the board observed and the solders looked fine. Further root cause of the reported failure was not determined.